Manufacturer narrative:
The agent reported, patient was still experiencing pain after original surgery. Female 52. Complaint has been evaluated and is similar to report number 1644408-2022-01108; 508-36-101, s807 - pain, revision surgery. Surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to pain.